Event description:
Monitor came loose from rails that attach it to the boom support and fell approx. 5 feet to the floor. The room was not occupied at the time the monitor fell and no injuries were reported. Service responded on site, inspected the monitor and mounting rails. Found that improper screws were utilized (too short, wood screws) causing the monitor to be improperly installed.